Event description:
It was reported that during a cholecystectomy procedure that it was found that the clipping did not complete and the bile leaked. Another like device was used. There was no pt consequence.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.